Event description:
Healthcare professional reported through clinical study that the pt expired two days post implant due to operative complications including low output syndrome and arrhythmias. The valve was removed at autopsy but was not returned to the manufacturer for analysis however, a pathology report was sent.